Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has not charged the ins for about a year and the ins can no longer be charged. No external factors were known to have led or contributed to the issue. No troubleshooting was performed. A doctor recharging mode was attempted, however, it was unknown if the issue resolved.